Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The cgm value displayed was 22.2 mmol/l for about 1.5 hours on the insulin pump screen. The patient had hypoglycemia (unspecified symptoms) and the bg finger stick value was 2.0 mmol/l. The patient was treated at the hospital for six days was treated with glucose. After discharge the patient had no negative symptoms and felt well again. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.